Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. No conductor wire damage was found. Instrument passed electrical continuity. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The silver cable was damaged. There was no loss of cautery or thermal damage. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell into patient. The procedure was delayed five to ten minutes.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument conductor wire was alleged to be loosen, broken, or disconnected. The customer used a backup mcs instrument to continue. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.